Event description:
Following the information reported, the event occurred with the participation of maxi move passive floor lift and sling. During the positioning of the resident in the wheelchair, the shoulder right clip detached causing the patient to fall out of the sling. As a consequence, the patient sustained a fracture of the upper thigh and foot. The medical intervention was needed. The inspection did not reveal any sling or lift issues.